Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned for evaluation. The returned part, an lp1355, was installed on a multifiltrate pro machine. A corresponding software update was carried out, and the machine performed the t1 test without any errors occurring. The lp1355 worked as intended during testing and likely has nothing to do with the failure that occurred. The underlying issue is most likely software related and will be addressed within the scope of a product improvement project. Machine files were provided for review and evaluated. The reported failure type represents a known event. A software error occurred during treatment, which resulted in system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. Based on all performed investigations/evaluations, the described behavior could be reproduced. The 9040.1 alarm code is a collective alarm code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are several different root causes for a pgm error. A 9040.1 alarm usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the IFU and should always be possible. A software problem was identified, and the cause of the failure was traced to device design.

Event description:
It was reported that a 9050.1 system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The error message appeared one and a half days after the treatment was started. Upon follow-up, it was reported that system errors 9040 and 9027 had also occurred. The staff could not clear the alarms because the device was inoperable. The only resolution forward was to switch off the machine and disconnect the patient. The patient¿s blood was not rinsed back; estimated blood loss (ebl) due to the event 200 to 250 ml. It was unknown if the patient's treatment was restarted or discontinued, and therefore, it was unknown if the treatment was completed. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the machine has been repaired and is now fully operational. The cpu a2 (lp1355) was replaced, and the software was updated to version 6.03. No sample was expected to be returned for evaluation.

Manufacturer narrative:
Correction: d4 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 9050.1 system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The error message appeared one and a half days after the treatment was started. Upon follow-up, it was reported that system errors 9040 and 9027 had also occurred. The staff could not clear the alarms because the device was inoperable. The only resolution forward was to switch off the machine and disconnect the patient. The patient¿s blood was not rinsed back; estimated blood loss (ebl) due to the event 200 to 250 ml. It was unknown if the patient's treatment was restarted or discontinued, and therefore, it was unknown if the treatment was completed. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the machine has been repaired and is now fully operational. The cpu a2 (lp1355) was replaced, and the software was updated to version 6.03. No sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a 9050.1 system error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The error message appeared one and a half days after the treatment was started. Upon follow-up, it was reported that system errors 9040 and 9027 had also occurred. The staff could not clear the alarms because the device was inoperable. The only resolution forward was to switch off the machine and disconnect the patient. The patient¿s blood was not rinsed back; estimated blood loss (ebl) due to the event 200 to 250 ml. It was unknown if the patient's treatment was restarted or discontinued, and therefore, it was unknown if the treatment was completed. However, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was confirmed the machine has been repaired and is now fully operational. The cpu a2 (lp1355) was replaced, and the software was updated to version 6.03. No sample was available to be returned for evaluation.